Event description:
Swivel joint broke and cannula became disconnected in pt airway. (Caller states that one of the flange swivel pins broke and the connection to the ventilator was partially opened. This happened while turning the pt. Tracheostomy tube was immediately replaced and no pt harm resulted.